Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. The loop was cut and not connected to the hook. The operation pipe was broken. The hook presented no abnormalities such as deformation or bending. The rear of the loop was not deformed. The loop stopper had moved to distal side of the loop. The insertion portion was destroyed near the root of the handle. The subject device was manufactured in july 2022, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be one of the following: <mechanism 1 > 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 8) the slider was forcefully operated in state of ¿7¿ description causing the operation pipe of the slider to deform and break. <mechanism 2 > 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. Based on the similar investigation results in the past, it can be inferred that the insertion portion was destroyed near the root of the handle by a tool, to remove the device from an endoscope. The event can be detected/prevented by following the instructions for use which state: ·"do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·never use excessive force to operate the instrument. This could damage the instrument. ·straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus; however, the evaluation results are pending. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during the procedure, the doctor attempted to apply an endoloop to a pedicle polyp, the single use ligating device was unable to be unhooked so the sheath had to be sheared off. The doctor had to exit with the instrument and return under endoscopic vision with a cutter, at this point the loop was cut, and the device was retrieved by following the instructions for use. The issue was found during a therapeutic colonoscopy, and there was a delay of 5 - 10 minutes. There were no reports of patient harm.